Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used sensor and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. One remaining opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was 138 mg/dl at the time of the incident. The customer did not troubleshoot the issue but sent the sensor back for analysis.